Event description:
A wallflex enteral colonic stent was used in a stent placement procedure in the sigmoid colon in 2007 (male pt, weight unk). According to the complainant, "during the procedure, once the stent was deployed, the stent loop end got hung up on the scope. The physician pulled the scope and the stent came with it." The pt's condition following the event was reported as "fine."

Manufacturer narrative:
The device has not been received; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The oct 2007 15 month wallflex enteral stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.